Event description:
It was reported that the pt's catheter was disconnected from the pin connector. No pt symptoms were reported. An x-ray was taken (no results reported). The physician was not able to aspirate much fluid through the catheter access port and the catheter dye study could not be completed. No pt treatment or outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Result: refers to the catheter.